Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total laparoscopic hysterectomy with bilateral salpingectomy, when they were closing the vaginal cuff, while the surgeon was making the stitch, a portion of the needle broke and was left in the patient's cavity. The device was difficult to unload and they had to use a needle driver to get the half of the needle that was left in the device. An x-ray was performed to locate the component. The surgical time was extended by 30 minutes or more due to the product problem.